Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found signs of liquid immersion; upper case lens is cloudy, magnet is rusty, and connector is corroded. Analysis also found the rf (radio frequency) head label is missing laminate. It is noted the device passed all functional systems tests. (B)(4).

Event description:
It was reported that the radio frequency (rf) head was broken. The rf head was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.